Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained through the groin, via contralateral approach. The 100% stenosed and de novo lesion was located in the severely calcified and moderately tortuous left common iliac artery. The 20mm x 5mm sterling balloon dilatation catheter was advanced to the lesion for treatment and upon inflation, the balloon ruptured at unspecified atms. The device was removed intact from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). The complaint device was not received at the complaint investigation site for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).